Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was pain "because of traction to the extension." The pain was "above the trajectory of the extension." There was a persistent, "disturbing pain" at the wire of the electrode, and "not so much" at the ins. They discussed various options (e.g. Replacing the extension, replacing the ins and extension, doing nothing) and they finally decided to move the extension wire. The etiology was assessed to have been related to the incisional site/device tract. When asked if surgical intervention had since been scheduled, or occurred, it was reported that surgery had not been confirmed.

Manufacturer narrative:
Continuation of d10: product ID 37081-60 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37081-60, serial/lot #: (B)(6) ubd: 04-oct-2016, UDI#: (B)(4) g2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that replacement of the extension has taken place on (B)(6) 2025 and the extension was disposed of according to biohazard instructions. The event resolved without sequelae as of (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 37081-60; serial#: (B)(6); implanted: (B)(6) 2012; explanted: (B)(6) 2025; product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37081-60 serial# (B)(6) implanted: (B)(6) 2012 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was clarified that when it was reported there was "pain because of traction to the extension" this was intended to mean that there was the feeling that someone was pulling at the extension. The report of the pain "above the trajectory of the extension" was clarified to have meant that there was pain above the extension, because of the "traction." When asked if the extension was placed close to a bony structure, or an area of pressure/restriction, the clinical site reported that it was tunneled as usual, but the patient was very thin.